Event description:
Vns pt "falls asleep while standing up." The pt reports that they start doing something and the next thing they know are on the floor. The pt has reportedly hit their head and their left shoulder while falling. It was reported that these episodes occur between 8-10 times per week. Treating neurologist is reportedly aware of the "drowsiness" but does not know about the falls. Neurologist reportedly believes that the pt's drowsiness is related to the methadone that they have been taken for the past seven months. The pt reports that they still feel device stimulation, but that they lost their magnets approx six months ago and have not replaced them. The pt planned to follow-up with their neurologist.